Event description:
(B)(4). Where to start I have extreme bloating; I bleed profusely for months on end with huge clots; the pains I get on the left side of my abdomen are so extreme I feel labor was painless compared to these pains; not to mention my headaches body aches rashes; and lastly the discharge that comes out for the 3-5 days before I start bleeding again!!